Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the plastic overlay on the jaw burned and fell off within 50 minutes of the procedure. There were no casualties.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2021. Additional information was requested and the following was obtained: this is one operation in which two instruments ¿burned out¿. In the first video, rewind at 9:40, you can see how uncharacteristically the plastic on the pressure brush starts to burn. At the 16th minute, they take a new instrument. In the second video, you need 4 minutes when the pressure jaw on the second instrument becomes unusable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. The tissue pad could not be detached as reported by the account. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the pin hole was cracked. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.